Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "check pads" message and was unable to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the device log shows multiple instances where the device had advisory messages to alert the user that the unit did not recognize a valid patient impedance. The device was detecting that pads were attached to a patient, but the impedance was too high to deliver therapy (301-580 ohms). A high patient impedance reading can indicate poor coupling of the pads with the patient's skin, preventing the device from recognizing a fully closed circuit between itself and the patient. The x series operator's guide (pn: 9650-001355-01) (rev: p) speaks to patient skin preparation, warning the user that "excessive body hair or wet, sweaty skin may interfere with electrode adhesion. Remove the hair and/or moisture from the area where the electrode is to be attached." The device was put through extensive testing using the customer's returned multifunction cable and cprd adaptor without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.